Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would not power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was constantly resetting. The cause for the resets was isolated to extensive internal contamination in the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.